Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door latch alarm, which was reproduced as a door not fully latched alarm. The door not fully latched alarm was found to be caused by loose upper link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump displayed a door latch alarm . It was also reported there was no patient involvement.